Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic insertion of peritoneal catheter - "a trocar that cracked while inserting with the obturator in place. The item # is ctf01 lot # 1224762 doctor insertion of a peritoneal catheter (laparoscopically) no harm to the patient. Another inserted and the case was completed." Type of intervention - another inserted and the case was completed. Patient status - no harm to the patient additional information received via e-mail from applied medical sales representative on (B)(6) 2016: just the shaft of the cannula cracked. The trocar did not break off into more than one piece, it was barely still attached. No pieces fell into the patient.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering confirmed the returned cannula was fractured at the shaft. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. Although the exact root cause of this event could not be confirmed, applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.